Event description:
It was reported that during lead revision, burn marks were observed on the device. The device was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The device was tested on the bench, and the output transistors were found to be damaged. The cause of the damage could not be determined.